Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00378, 0001822565 - 2019 - 00382, 0001822565 - 2019 - 00384.

Event description:
It was reported that patient underwent a left hip revision approximately 2 months post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: catalog number: 00877703603 lot number: 2907478 brand name: biolox head, catalog number:00625006530 lot number: 62163455 brand name: bone screw, catalog number:00771101520 lot number: 62089314 brand name: 62089314, catalog number:00620006422 lot number: 62132364 brand name: trilogly cup. Medical records were provided and reviewed by a health care professional. The patient underwent a revision procedure on due to chronic pain and wound drainage. The patient was worked up for infection but no positive cultures / infection was confirmed. The area that had been draining communicated with a hole in the fascia. This fascia was incised and the sinus was removed. The acetabular component was removed with minimal to moderate force. There was no bony ingrowth on the surface of the shell. The liner and head were also removed without complications. A zimmer continuum acetabular component 66mm, 2 screws, poly liner 36mm, and a biolox delta head with titanium sleeve were used to complete the procedure. Desired fit was achieved. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. The received additional information does not change the final results of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.